Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number(s) gd895953 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The same day as the onset, the patient was hospitalized and began treatment with vancomycin (weekly, dose not reported) ip and unknown antibiotics (dose and frequency not reported) IV for peritonitis. Two days later, treatment with unknown antibiotics was stopped and the patient was discharged from the hospital. Two days later, the patient was readmitted to the hospital and began treatment with unknown antibiotics (dose and frequency not reported) IV for the same peritonitis. Five days later, treatment with unknown antibiotics was stopped and the patient was discharged from the hospital. Treatment with vancomycin was ongoing and the patient was recovering from peritonitis. No additional information is available. This is report 2 of 3.